Event description:
Customer reported receiving continuous no delivery alarms during the bolus. The blood glucose reading was 186 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit the tubing. Customer replaced that battery and received a failed battery test alarm. Customer stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damage or corroded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.